Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified; underweight and broken in shell. A visual and microscopic analysis were performed which identified; creases flat, a delamination partial of the orientation dot (cohesive failure), sharp edge broken shell assessed as surgical impact opening, because the edge has non- penetrating nick. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening and delamination partial of orientation dot assessed as a cohesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.